Event description:
The reporter stated that the mounting plate was being used to measure central venous pressure. The pt reading was 14. The reading would drift downe to 6 over 2-3 minutes. The line was rezeroed twice and this continued to happen. When the quality assurance check button was pressed, the reading rose to 113, indicating the transducer was still in calibration. There was no leaking of fluid from the device. A new transducer plate was used and this did not recur.